Manufacturer narrative:
(B)(4). Batch # n91r0j. The device was returned with the tissue pad damaged, melted, not all present and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. During functional testing on gen11 an alert screen was displayed. The device was disassembled to inspect the internal components and it was noted that there was a substantial amount of dried body fluids in the clamp-shaft area. The device blade was individually tested and no anomalies were noted with its functionality. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Please note the instructions for use indicate: for optimal performance and to avoid tissue sticking, clean the instrument blade, clamp arm, and distal end of the shaft throughout the procedure by activating the instrument tip in saline substance. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a cystoprostatectomy with ileal conduit and pelvic exen, the harmonic handpiece stopped activating. When the instrument was removed from the patient, the tissue pad was missing from the clamp arm. A second handpiece and second like instrument were used to continue the procedure. The sales rep indicated that the customer didn't know if the tissue pad fell into the patient and didn't search for the tissue pad but indicated there was no change in the plan of care for the patient. There were no patient consequences reported.